Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, pain, inflammation, mobility. Patient called office about 2 weeks post op - new swelling. Patient came in for follow-up about 3 weeks post op implant noted to be visible and loose /mobile. Easily removal.